Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(4) 2023 frequent signals on the atrial lead were observed. The physician judged them as atrial fibrillation and adjusted parameter setting and started anti-coagulation medication. At a follow-up on (B)(4) 2023 with company support the frequent signals were judged as oversensing, under suspicion to be caused by the mv sensor. Mv sensor was switched off and the oversensing disappeared. Anti-coagulation treatment was stopped accordingly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on 3 april 2023 frequent signals on the atrial lead were observed. The physician judged them as atrial fibrillation and adjusted parameter setting and started anti-coagulation medication. At a follow-up on 20 april 2023 with company support the frequent signals were judged as oversensing, under suspicion to be caused by the mv sensor. Mv sensor was switched off and the oversensing disappeared. Anti-coagulation treatment was stopped accordingly.